Event description:
It was reported through the cbsg survey that the circular bioabsorbable seamguard device was implanted successfully in 2006. Additionally, the physician created a coloplasty and a hand sewn staple line without cbsg. Approximately two weeks post-op the patient presented with rectal bleeding (no leaks) and fever. There were three re-interventions over a four day period to treat this bleeding and an anastomotic disruption (10%) was noted. Initially, the physician was unsure if the device contributed to these events. About a month later, the physician reported that complications were experienced related to the cbsg device.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Physician indicated the patient is doing fine. Additional information is forthcoming related to the event.